Event description:
The user indicates that in (B)(6) 2018, the patient with chronic hydrocephalus symptoms was implanted with a ventriculo peritoneal shunt. A few day later , the patient had one of the hydrocephalus symptom, the physician decided to make different tests to find the origin of problem. He constated an obstruction at the level of catheters, the user decided to explant the valve and to replace it.

Event description:
The user indicates us that in august 2018, the patient with chronic hydrocephalus symptoms was implanted with a ventriculo peritoneal shunt. A few day later , the patient had one of the hydrocephalus symptom, the physician decided to make different tests to find the origin of problem. He constated an obstruction at the level of catheters, the user decided to explanted the valve and to replace it.